Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating diagnostic imaging was performed and no anomaly was observed. The right ventricular (rv) lead was replaced to resolve the event. The patient was in stable condition.

Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed in a non-pacemaker dependent patient. Provocative testing was performed and noise was reproduced. No further intervention was performed. The patient was in stable condition and experienced no adverse health consequences.